Event description:
It was reported that the minute ventilation (mv) sensor was disabled by the signal artifact monitor (sam) device diagnostic. A stored electrogram (egm) showed intermittent noise/artifact on the right ventricular (rv) channel with a shock impedance less than 20 ohms, lead trend data showed a decrease in rv impedances measurements. Pacing impedance had decreased from 470 ohms to 299 ohms and shock impedance had decreased from 71 ohms to 57 ohms. A decrease in rv amplitude from 10mv to 4.3mv was also noted. Thresholds on the rv channel remain stable and presenting and most recent stored right ventricular automatic threshold (rvat) egm was clean. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.